Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have a frayed grip cable at the proximal end within the housing. Some filaments of the cable were frayed, but the cable is not fully broken. There was no discoloration, corrosion, or contamination on the cable to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable fraying. Common causes of frayed - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.